Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department has requested medical records and plant investigation are pending.

Event description:
During a follow-up call, a nurse reported that a patient was diagnosed with peritonitis on (B)(6) 2014. Nurse stated he believes the peritonitis was due to lack of aseptic technique and not cycler-related.